Event description:
It was reported that the patient had a staphaloccoal infection following a pump replacement. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was reported that the patient's staph infection had cleared. No further information was obtained.

Manufacturer narrative:
Catheter model: 8578, (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8709, lot #: j0058184r, implanted: (B)(6) 2001, explanted: unk; programmer model: 8835, (B)(4).